Event description:
It was reported that a vns pt has been having pain constantly in their neck area with their vns. The pt's pain first started in 2006 after a pt fall. System diagnostics on surgery day yielded output status ok, lead impedance ok, dcdc 2, eri no. The pt had a full revision and the explanted products are at the manufacturer pending completion of product analysis.